Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. (Out of tolerance). Functional analysis of the returned prolieve thermodilatation sys (refurbished) revealed that the physitemp modules were out of tolerance and were replaced. The hard drive was replaced for reliability of console. The complaint was not confirmed as the MFR was unable to duplicate the reported event.

Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodilatation system (refurbished) was used during a benign prostatic hyperplasia (bph) procedure, performed in 2009. According to the complainant, the prolieve thermodilatation system (refurbished) shut down and restarted during the case. The system was restarted and the procedure completed with no other issues. No pt complications were reported. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed the following year, revealed an MDR-reportable malfunction of physitemp out of tolerance. This MFR report is submitted based on the evaluation results.